Event description:
It was reported that the 7700 system would intermittently not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and footswitch were replaced during the service call.